Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage of the insulation part during the revision procedure. This rv lead was explanted and another lead was replaced. Additional information obtained from the field representative indicated that no part of the conductor was exposed. Moreover, dislodgement was also confirmed and was known to be the reason for the revision surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. During the visual inspection, it was observed that the lead appear deformed and cuts from what was likely a sharp tool during the surgery was also noted. Both resistance and stylet test were passed. However, the lead was unable to pass the pressure test due to insulation damage.

Event description:
This right ventricular (rv) lead had physical damage of the insulation part during the revision procedure. This rv lead was explanted and another lead was replaced. Additional information obtained from the field representative indicated that no part of the conductor was exposed. Moreover, dislodgement was also confirmed and was known to be the reason for the revision surgery. No additional adverse patient effects were reported.